Event description:
A (B)(6) female pt contacted zoll customer support to report that his monitor would not power up. Pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) is being investigated. As received, the monitor would not power on. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged belt. The pt was issued a replacement monitor.